Manufacturer narrative:
Fse went to the site and serviced the instrument by replacing the amp incubator. The problem was resolved.

Event description:
It was reported that the customer obtained multiple failed replicates for the flu b analyte while performing a validation study for the new aptima sars-cov-2/flu assay lot 311640 on the panther instrument (B)(4) and during a repeatability study. For example, 2 out of 10 replicates from the same tube produced a flu b negative result, although the sample was anticipated to be flu b positive.